Event description:
The customer's daughter reported that mother had been having high blood glucose even after set change. Customer blood glucose was 352 mg/dl, so she gave manual insulin shot which caused her mother's blood glucose to go down to 28mg/dl. She gave her acting gel and by the time ambulance got to them her blood glucose was at 100 mg/dl. Troubleshooting was done. Customer's blood glucose was 327 mg/dl. It was found that there was air bubble in the tubing. Assisted the customer to remove the air bubble. Customer stated does not have tubing clamp. Customer will contact health care provider to find out what dosage to give to her mother. Customer will change the entire infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.